Event description:
The support arm 176, supporting the pt tubes, hung on a rail on a ceiling pendant. A clamp of the fixation system of the support arm could not close properly. The support arm fell down on the intubated pt. No pt was injured.